Manufacturer narrative:
The insulin pump was received compromise force sensor system alarms during the prime test due to faulty force sensor resistor. The device had cracked battery tube threads and scratched display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin was squirting out of the tubing during prime. Blood glucose value was 255 mg/dl; treated with manual injection. Customer was disconnected during prime. He did not see a gap between the piston and the reservoir stopper during prime. He was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.